Event description:
Additional information from the patient reported that the device would shock her whenever she turned it on and at church one time. The shocking had been occurring since implant. The patient reported she had a history of kidney infections that started before the implant and was in stage 3 of kidney disease at the time of report. The patient had the left kidney taken out in 2000 and stated she had kidney infections all her life. The patient was implanted for bladder control but thought it might also help the kidney infections. The patient stated that their hcp kept saying the lets give it one more chance and was also seen for adjustments. The patient was reviewed that if the hcp thought there was a malfunction then they could contact the manufacturer. The patient stated that the hcp just kept saying the device was not working.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0nc5w, implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that her therapy had not worked since (B)(6) 2015 and she had a loss of bladder control. These were considered gradual changes. She saw her doctor and some settings changes were made. However, she was still wetting on herself. The patient was on program 2 at 4.5 volts on (B)(6) 2015; she had it at 5.0 volts about a month prior to this, but it was too much stimulation for her. She was assisted in adjusting to program 3 and she felt stimulation at 1.0 volts. The patient later reported on (B)(6) 2016 that she had gone to health care provider (hcp) and called manufacturer company to patient services to have her stimulation adjusted over the phone and it never helped her urinary symptom at all. The patient indicated that therapy never helped her symptom. She stated her hcp has decided to remove it and she does not think that her insurance should be billed for it because it never worked and was shocking her. The patient experienced shocking that t was considered sudden but the wetting herself was since implant. The current managing hcp adjusted it and tested to see if it was working and it was so now he wants to remove it. It was confirmed implantable neurostimulator (ins) status was not on. The patient turned it off. The patient's indications for use were urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.